Manufacturer narrative:
Date of event is estimated. It was reported that one of the patient's leads showed high impedance. The patient suffered a fall 2 months prior . The lead, anchor and ipgg were explanted and replaced. The physician replaced the ipg so that the patient could have access to upgraded technology. Effective therapy was established following surgery. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2020-00809. It was reported the patient experienced ineffective therapy due to high impedance on all contacts of the scs lead. The patient reported that they had experienced a fall a couple months ago. X-rays were taken and did not show any obvious abnormalities of the device. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced to address the issue. Note: since it is not known which device was causing the issue, all possible devices are being reported on.